Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed, and the outer insulation was ruptured. It was noted that the outer insulation of the lead developed a cosmetic depression while in vivo, and the outer insulation of the lead was observed to have blood ingression. The analyst noted that continuity test results passed. Visual analysis found the outer insulation breached in-vivo. The insulation ruptured at the distance where the suture was tied down. The breached insulation did contribute to the electrical complaint. Concomitant product: addr01 ipg implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had high thresholds, resulting in early elective replacement indicator (eri) of the implantable pulse generator (ipg). On fluoroscopy it was noted that the ra lead was hanging straight down and appeared to be chronically dislodged. The lead and device were explanted and replaced. No patient complications have been reported as a result of this event.